Event description:
Additional information was received from an hcp of a clinical study via the rep. On (B)(6) 2019, the physician explored the wound of both the left parietal and temporal incision, which revealed no sign of purulence or necrosis. During surgery, the re-opened incision was copiously irrigated with bacitracin and a small amount of powdered vancomycin was placed in each incision and closed. Pathology took swabs of both the temporal and parietal incisions for culturing. The patient recovered from surgery without complications, then scheduled to stay for a two-night observation period with broad spectrum antibiotic (vancomycin/cefuroxime). Intraoperative swabs from the surgery returned positive for rare gram-positive cultures, s. Epidermidis, and overseeing physicians advised patient to stay an additional 2-days and continue the broad-spectrum antibiotics, and reassess condition afterwards. Physicians believe there may be a chance of recurrence and ultimately require hardware removal, however the tissue appeared healthy and they wanted to save the hardware. Further discussions with the investigator leads, attending infectious disease physician, and literature on dbs infections concluded with the decision to have the patient return home after the additional 2-days in-patient stay with a PICC line inserted f or a IV vancomycin treatment course. Patient was discharged on july 8th and will be reassessed weekly during study visits to determine if they will continue onto chronic suppressive oral doxycycline treatment or undergo hardware removal. The patient was continuing vancomycin at-home and has not had any adverse side effects related to the recent infection discovery. Patient was recovering well from the exploratory surgery and the wound has healed without any further purulence. Patient completed his vancomycin course and had his PICC line removed without any issues. No further signs of infection from the incision regions. Patient now has moved onto his course of oral ciprofloxacin course. The study team, after consulting, had determined that the patient will continue without the removal of any components of the bilateral dbs system due to the location and severity of the discovered purulence, the lack of systemic infection signs, and the completion of the antibiotics course without complications. No further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 0913025 lot# s2845-07 serial# implanted: (B)(6) 2019 explanted: product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implant/explant: unknown. Device used for off label indication. The indication the device was used for was chronic pain. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient had purulent and bloody discharge from the posterior aspect of the left temporal incision. The patient woke up with left temporal pain around the incision area and noted some discharge around the finger but as uncertain if it contained purulent material. They had no fevers, headache, neck stiffness, and felt generally well. By 1 july, the wound was healed well and no additional discharge could be expressed from the wound. Some left temporal pain in the superior aspect of the incision still persisted. The hcps were suspicious of a wound infection and likely hardware infection since their left lead traveled under the incision. The study team scheduled a CT scan with contrast, pre-op labs, and bacterial culture from a superficial swab on 1 july. The head CT returned without any new intracranial process and the labs and culture results were pending at the time of the report. Given the lack of systemic signs, the patient was scheduled for an exploratory surgery for wound exploration and possible explant of the left lead and/or entire left-side dbs system, depending on the discoveries of the surgery. No further complications were reported as a result of this event.